Event description:
A hickman catheter fractured at the hub and three other locations on the tubing. This was discovered while attempting to remove the catheter. Two pieces of tubing were retained, requiring emergent surgical intervention to retrieve. Upon removal, significant tissue debris noted adhered to tubing. No permanent harm was identified at this time.